Event description:
The device was used during a total abdominal hysterctomy procedure. The staples did not hold properly and the stapleline line opened. The surgeon removed the staples and manually sutured to complete procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.